Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the 511sd had a torn gasket. A second trocar was used to complete the case. There was no consequence to the pt.